Event description:
The device delivered inappropriate therapies for what appeared to be noise on the ventricular lead. The physician suspected it was due to a lead fracture. The rate sense portion of the lead was capped.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.